Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 591 mg/dl. The customer using insulin pump system within 48 hours of reported high blood glucose event. Customer using auto mode feature active at the time of event. Customer¿s current blood glucose was 244 mg/dl and other blood glucose was 120 mg/dl. The insulin pump will not be returned for analysis.